Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A functionality test was performed on the received device and found the up/down control knobs were not working properly. The control body grip cover was disassembled and the angulation wire was noted to be detached. There were buckles noted on the insertion tube near the bending section of the device. Based on the device evaluation results, the buckling and detached angulation wire can be attributed to excessive stress and mishandling. The cf-hq190l instruction manual for use provides a warning statement in an effort to prevent equipment damage and to help mitigate patient harm. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result.¿ as part of our investigation, a review of the instrument history was performed and found no previous service history since it was purchased by facility on march 21, 2013.

Event description:
Olympus was informed that a patient sustained a perforation to the transverse colon during a diagnostic colonoscopy screening. It was reported that the surgeon heard a ¿pop¿ noise while angulating the scope. The scope was then withdrawn and a second scope was inserted to continue the procedure, when the surgeon noted the perforation. There was no bleeding observed. An x-ray was performed and the patient was taken to the or to surgically repair the colon. The patient was then transferred to the ICU. The intended procedure was aborted. The patient was later discharged home in stable condition. Additionally, the user facility¿s registered nurse reported that it is not believed that there was an issue with the scope as the surgeon was very aggressive with the scope during the procedure. No instruments or sharp objects were used or inserted into the scope during the procedure. The scope¿s angulation, water/air and video functions were inspected prior to the procedure with no anomalies found. On august 1, 2018, olympus received medwatch report # (B)(4) that provided the patient¿s demographics, the event date and recounted the events mentioned above.